Event description:
It was reported that this device was received at bsc without any field allegations.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. This particular device was no included in the advisory population.